Manufacturer narrative:
The olympus field service technician resealed the the referenced hose and everything works appropriately. In addition there was no issue with the uhi-3 unit. No component will be returned. The legal manufacturer was unable to perform a review of the device history records for the concerned device as the serial/lot number remains unknown. The investigation was completed by the legal manufacturer; however, as no device was returned, the exact cause of the reported issue could not be conclusively determined. Olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus (ocg) was informed by the user facility, during inspection before use, the high pressure tube was reportedly defective. The field service technician arrived at the user facility and upon inspection and testing, the tube was found to have a damaged seal/o-ring. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device history record and device manufacture date were unable to be reviewed as the serial/lot number remains unknown. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.